Manufacturer narrative:
Evaluation summary - the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported following an intraocular lens (iol) implant procedure, their vision was deteriorating and was very dull. The doctor reported it will continue to be this way until the stitches are removed. Immediately following the implant procedure the patient only saw darkness. Now the patient sees as if there is a milky screen. Additional information was requested.